Event description:
Caller reported that a cracked and shattered touchscreen rendered the pump's interface unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. The user was provided with a supplier's report since the pump was out of warranty.